Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol composix l/p (device #2) and bard/davol sepramesh ip (device #3). Not returned.

Event description:
Attorney alleges that on (B)(6) 2007 the patient underwent surgery for implant of an unspecified bard/davol composix kugel mesh (device #1) and an unspecified bard/davol composix l/p (device #2). It is alleged that on (B)(6) 2011 the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip composite (device #3). It is alleged that on (B)(6) 2011 and (B)(6) 2013 the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel mesh (device #1), composix l/p (device #2), and the sepramesh ip composite (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."